Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. The probable cause: foreign matter adhered to areas outside the scope's outer surface, making it impossible to remove during reprocessing. The cause of foreign matter adhering to the inner surface of the light guide (lg) lens is likely due to physical stress, such as bumping or dropping the tip of the scope, or chemical stress from the chemicals used, causing the adhesive around the lg lens to peel off and moisture to penetrate the inner surface of the lg lens, resulting in corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the light guide lens. There was no patient involvement.